Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown screw: locking: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthese employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A new ae has been reported for subject 00164-015. Adverse event term: left thigh hematoma site awareness date: (B)(6) 2023 start date: (B)(6) 2023 type of event: local/fracture site side: left device: rfna serious: yes relationship to study device: <<blank>> relationship to primary study procedure: <<blank>> this report is for an unk - screw: locking: trauma. This is report 6 of 12 for (B)(4).

Event description:
The following adverse event was reported for subject (B)(4): it was reported that the patient underwent surgery to implant the devices on (B)(6) 2022 after sustaining a high-energy trauma injury. On (B)(6) 2023, it was noted that the patient had developed a hematoma at the fracture site on the left thigh. The patient required in-patient hospitalization or prolongation of existing hospitalization, and was treated with injected medication and other non-surgical treatments. The adverse event was considered resolved as of (B)(6) 2023.